Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) year ago. Subsequently, the patient underwent a revision surgery approximately three (3) weeks ago due to the humeral tray turning on the humeral stem resulting in both the humeral tray and bearing being revised.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031424, standard 36mm diameter bearing; lot#: 65761117. Item#: 113627, comp primary stem 7mm mini; lot#: 64964373. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. Product was requested from the hospital, but not returned to customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.